Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed the harmonic ace instrument tip was broken. Troubleshooting was performed by replacing the harmonic ace instrument to a backup instrument of the same kind. Following this, the user continued the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken curved blade. The broken piece measuring approximately 0.31" x 0.10" was not returned. Blade damage may be detected by the generator with a solid tone or an error. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in crack which then result in broken blades). The complaint regarding physical damage was confirmed by failure analysis. An image of the harmonic ace instrument related to this event was received and reviewed. The image showed the instrument tip with obvious damage at the blade or broken blade.